Event description:
The customer reported an 'x-ray switch stuck' error message at boot up. There is no report of death or serious injury associated with the complaint. This error may prevent the system from completely booting up.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was evaluated and replaced. The system calibration files were reloaded. The system was tested and found to be working as intended and returned to service.